Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The device evaluation was completed on 03-apr-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Requested clarification if they were able to continue the procedure as conflicting information provided. However, no further information has been made available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium fell off. The sheath was replaced and the procedure was continued. Additional information was received. The hemostatic valve dislodged inside the hub. The staff and physician said it felt like the valve bent backwards. The hemostatic valve did not dislodge outside the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. It did not require intervention. There was no patient consequence. The staff said that they had a very difficult time flushing the sheath and no fluid was lost or air introduced but the physician felt they could not proceed with the procedure. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
In the 3500a initial it was reported that clarification was requested if they were able to continue the procedure as conflicting information provided. The clarification was received on 21-mar-2023. The procedure was completed and no patient consequences. The reference to "the staff said that they had a very difficult time flushing the sheath and no fluid was lost or air introduced but the physician felt they could not proceed with the procedure was explaining the reason why the physician chose to exchange the sheath during the procedure." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 20-mar-2023, observed correction to the 3500a initial. The device receipt information should have been included. The device was received on 08-mar-2023. Therefore, updated the following fields: d9. Device available for evaluation? From ¿no¿ to ¿yes¿ d9. Date device returned to manufacturer from blank to ¿08-mar-2023¿ d9. Is device returned to manufacturer? Check h3. Reason for non- evaluation from ¿device evaluation anticipated, but not yet begun¿ to ¿other¿ h10. Additional manufacturer narrative should have included, ¿the bwi product analysis lab received the device for evaluation on 08-mar-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.¿